Manufacturer narrative:
Address line 2: (B)(6). Correction/removal reporting number: 3005094123-02/8/19-001-c. All available patient information was included. No additional information was provided. An in-house investigation confirmed that the drug mifepristone causes interference/cross-reactivity with the architect estradiol assay leading to falsely elevated estradiol results. A product correction letter was issued on 05feb2019 to all architect estradiol and alinity I estradiol customers who received one of the impacted lots. The product correction letter informs the customer that patients undergoing mifepristone therapy should not be tested with the architect estradiol or the alinity I estradiol assays for up to two weeks post their last dose. It also instructs the customer to review the letter with their medical director. The architect and alinity estradiol package inserts will be updated to include new information regarding interference/cross-reactivity between the architect and alinity estradiol assays and the drug mifepristone.

Event description:
The customer reported false elevated architect estradiol assay results were generated for one patient. The customer provided the following results: (B)(6) 2020 initial = 122 pg/ml, repeat = 233 pg/ml; (B)(6) 2020 initial = 1000 pg/ml. The sample from (B)(6) 2020 was retested and the result was still >1000 pg/ml. The customer stated that the patient had a miscarriage and considering the postpartum medications that are administered, they thought the medications could have interfered with the estradiol results. No specific information regarding postpartum medications was provided. There was no reported impact to patient management. This event is being reported conservatively as no additional information could be obtained from the customer.